Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua)12 (lifeband not present)" was confirmed during the archive data review but was not confirmed during the functional testing. The possible root cause of the reported ua12 was the band clip on the lifeband not properly engaging the safety switches in the driveshaft because either there was no lifeband installed or the lifeband was improperly installed, likely attributed to user error. The autopulse platform passed the functional testing and worked as intended. Upon visual inspection, unrelated to the reported complaint, noted a cracked front enclosure. The probable root cause for the observed damage was likely attributed to user mishandling, such as a drop. The front enclosure was replaced to address the observed physical damage. The archive data indicated several ua12 advisory messages on the reported event date, thus, confirming the customer's reported complaint. Unrelated to the reported complaint, further review of the archive indicated multiple ua18 (max take-up revolution exceeded) messages on the customer's reported event date. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended action for this type of user advisory is to ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Per the battery hangtag - advisory codes description and action, user advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient. As take-up is performed, the driveshaft moves the lifeband past the maximum allowable take-up depth without detecting a patient, which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the preliminary functional testing without any fault or error. The customer reported ua12 was not duplicated during the testing. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4) intermittently displayed user advisory - "(ua)12" (lifeband not present) error message. No patient involvement.